Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00519.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the potassium (k+) always drifts on the blood parameter monitor (bpm). The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 19-jul-2016: manufacturer clinical services spoke with the perfusionist (ccp) in regards to her comments made in regards to a bpm unit survey she completed on 7-jul-2016. The ccp stated she frequently observes k+ drift when using the bpm unit. This observation is not related to a specific monitor or lot of shunt sensors. It is a general observations she has experienced with many of the devices at (B)(6). The ccp stated the following practices in the survey: the bpm unit is gas calibrated with the 540 calibrator immediately before each case; she flushes the cpb circuit with carbon dioxide (co2) gas prior to wet priming of the circuit; the base prime solution is plasmalyte a and 25 milliequivalent (meq) of sodium bicarbonate (nahco3) is added to the base prime; during re-circulation of the prime, the high co2 level is blown off via 100% oxygen ventilation via the oxygenator; the prime does circulate thru the shunt sensor (for up to or greater than 60 minutes), but the monitor is left in the standby mode; she has recently changed her practice and now performs her first in-vivo calibration prior to delivery of the first cardioplegia dose. She allows blood to mix for the first two minutes of cpb and then draws the first in-vivo sample. The ccp stated, she may be drifting in temperature during this time, but the cooler heater is not turned off but set to a water temperature of about 34 degrees celsius. The ccp stated that since she has adopted this new in-vivo practice, she rarely observes k+ drift. In previous times, she would wait to do the in-vivo calibration after cardioplegia (cpg) delivery and she would frequently observe k+ drift the entire cpb period, with worst case differences of 2-3 mmol/l higher levels in the bpm unit as compared to the laboratory anaylzer. All cases were completed successfully, without delay and without associated blood loss. No patient harm has been observed and /or associated with the k+ drift. Any patient therapy associated with k+ levels is only based on lab analysis, not bpm unit data.

Manufacturer narrative:
The reported complaint was not verifiable, as no product is being returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.